Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the exact cause of the repeated motor stalls was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated that the pump will be returned to manufacturer. It was noted that a second motor stall occurred on (B)(4) 2018 with recovery on (B)(4) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving hydromorphone (20.0 mg/ml at 9.498 mg/day) and baclofen (60.0 mcg/ml at 28.494 mcg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain and postlaminectomy pain. It was reported the patient called to tell the clinic he heard a beeping sound coming from his pump. It was noted the patient heard it a 'few days ago" as well but thought it was his laptop or cell phone. The patient noted that on (B)(6) 2018 around 0800 he heard the beeping again and reported fatigue, shakiness and inability to sit still as well as increase in low back pain. The patient indicated that on (B)(6) 2018 he slipped on the ice and fell with bruising to his arm and no other injuries. The patient reported drug withdrawal on (B)(6) 2018. Device interrogation on (B)(6) 2018 revealed a motor stall on (B)(6) 2018 at 11:03 with recovery at 20:28. A second motor stall occurred on (B)(6) 2018 with recovery on (B)(6) 2018 at 12:09. A third motor stall occurred on (B)(6) 2018 at 02:07 without recovery as of 11:18 when the clinic saw him. The patient denied having an MRI, coming in contact with a large magnet or traveling through airport security. The pump was explanted/replaced on (B)(6) 2018. The event resulted in in-patient hospitalization and an unscheduled clinic or office visit. The clinical diagnosis was drug withdrawal symptoms. The outcome was resolved without sequelae on (B)(6) 2018. The etiology was noted as related to the device or therapy and not related to the implant procedure. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from manufacturer representative on 2018-jan-23 reported that there was no issues and that the pump was replaced for end of service. The issue was noted to be resolved at time of report, and the patient's status at time of report was alive- no injury. No further complications were reported/anticipated.

Manufacturer narrative:
The pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. (B)(4). If information is provided in the future, a supplemental report will be issued.